Event description:
The staff had wound the hoist up to the top to take a resident out of the bath. The hoist suddenly dropped with the resident on it. They were shaken but not injured. Two or more persons involved.

Manufacturer narrative:
Upon inspection of the hoist it was found that both the top and center screws had sheared. The screws that had sheared were chrome, these were replaced by black screws according to tib's ca001 & ca002. This incident was caused by a maintenance error on the part of arjo as all chrome screws should have been replaced with black ones. New screws and gasket have been fitted to the hoist.